Manufacturer narrative:
The patient's weight is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient received an end of service message. Therapy loss followed. The next course of action to address the issue is unknown at this time.

Manufacturer narrative:
Patient's weight was received via follow-up. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced to address their issue.

Manufacturer narrative:
B1 - report type, b2 - outcomes attributed to adverse, and h1 - type of reportable event were updated to adverse event, other serious, and serious injury.

Event description:
Follow-up revealed the next course of action is surgical intervention.